Event description:
The mesh used to suspend my bladder eroded through my vaginal wall and is now actually hurting me during sexual intercourse with my husband. The dr that did the procedure, dr (B)(6), at first didn't even believe that I was actually having pain and then when he finally examined me he saw the mesh coming through my vaginal wall. Dr (B)(6) tried to do a repair surgical procedure, but it did not fix the problem, plus now the original problem, peeing when I sneeze, has returned. Dates of use: (B)(6) 2009 - (B)(6) 2011. Event abated after use: no.